Event description:
A report was received that the patient was experiencing extreme post operational abdominal pain which could not be controlled with pain medication. The patient underwent a exploratory revision procedure. Nothing was found during the procedure. The physician removed more bone from around lead in case a tight epidural space was causing the pain. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4) description: percision implantable pulse generator (ipg).

Manufacturer narrative:
Explant date: 2012. Additional information was received that the patient underwent an explant procedure due to patient's anatomy.

Event description:
A report was received that the patient was experiencing extreme post operational abdominal pain which could not be controlled with pain medication. The patient underwent a exploratory revision procedure. Nothing was found during the procedure. The physician removed more bone from around lead in case a tight epidural space was causing the pain. The patient is reportedly doing well following the procedure.